Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient stated the battery was replaced on (B)(6) 2019 to resolve the por. Patient weight was (B)(6) pounds. On (B)(6) 2019, the patient further clarified that the battery had been dead and was replaced. The patient did not have any pain down the leg. The new unit works great. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has an appointment set on monday to see managing physician reviewed meaning of por-power on reset, therapy has turned off and reset to shipping parameters. It was further stated that the patient was exposed to airport security about a month ago and had a return of symptoms as patient is going to the bathroom more and is wetting her pad. No further complications were reported or anticipated.